Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that they encountered repeated c-34 errors. Caller stated that they completed the case and had another to follow. Caller did not want to bring in another patient if they were going to continue to receive the error. Tse reviewed system event logs and confirmed errors. Tse asked if they had other generators powered on near the erbe or even CT scan; caller stated they did not. Caller stated that they tried to power cycle erbe, switched cords and tried another arm but issue remained. Tse recommended trying to hard cycle tower and power cycle erbe. Caller stated that they were moving system to another robot. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was placed on golden system and was run in normal mode. Repeated c-34 error occurred on start-up and mono coag activation. Visual inspection revealed scratches on the top cover to the metal and scratches on side. The iesu will be returned to the original equipment manufacturer.

Manufacturer narrative:
The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the erbe.

Event description:
Refer to h11 for follow-up information.